Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy was not working. Patient stated that they could not empty their bladder completely and they had to get up 4-5 times at night, which was the same as before they got the implant. They mentioned they only noticed improvement maybe the first week after the surgery. Patient added that at first the trial helped and maybe the first week they were down twice a night, but now they were back up to 4- 5 times a night. Agent asked caller if they had seen their doctor after the surgery and caller stated they don't see them until january. Agent reviewed with patient that they had already increased the intensity on their current program but had not changed the program. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call. They would maintain stimulation level since they had already increased stimulation intensity earlier and would continue to track symptoms. Redirected to hcp if issue persists.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.